Event description:
New information notes that the patient received inappropriate therapy on (B)(6) due to lead noise and compromised sensing leading secure sense to go passive. The asymptomatic patient was seen in clinic today where programming changes were made and the patient was sent home. Lead revision was recommend, however the clinician indicated that the patient condition precludes this. The procedure is on hold. The patient condition is stable.

Event description:
It was reported that noise was observed when the patient presented in-clinic for a device check. The inhibition of biv pacing was resulting in symptoms of tiredness and shortness of breath. The noise was noted on multiple non-sustained episodes. Programming changes were made, and lead replacement was recommended. The patient decided to wait as it will be a complicated surgery and he is not keen to do it as long as things are ok. The issue will be discussed further if it gets worse or device gets to rrt.